Event description:
Customer reported an add channel 8 error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery charger board and a fuse. System operates as intended.